Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed no delivery while it was delivering insulin. The customer's blood glucose was 239 mg/dl. Troubleshooting was performed and it was identified the insulin pump had alarmed no delivery due to a reservoir and infusion set occlusion. Customer is not returning the reservoir for analysis.